Manufacturer narrative:
Submitted 06/29/2016 as follow-up #1: upon review of the contact made on 05/31/2016, it was noted that the reporter had also alleged the patient's blood glucose level was 509 mg/dl. The patient required no unusual treatment. It was also noted that the battery compartment was cracked. This event is being reported as the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the battery cap was unable to be tightened to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.